Event description:
Difficulty walking [walking difficulty] ([condition aggravated]). Pain in the right knee [knee pain] ([condition aggravated]). Swelling of the right knee [swelling of r knee] ([condition aggravated]). Case narrative: based on additional information received on 28-dec-2018, this case initially assessed as non-serious was upgraded to serious (required intervention for all events). Additionally, the case became medically confirmed. This case was cross referenced with case ID: (B)(4) (same patient), (B)(4) (duplicate). Initial information received from (B)(6) on (B)(6) 2018 regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) years old female patient who experienced difficulty walking, pain in the right knee and swelling of the right knee (latency: 0 day), with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included risedronate sodium (actonel) for osteoarthritis; and vitamins as supplements. It was reported that patient had hylan g-f 20, sodium hyaluronate previously in (B)(6) 2017 when she had no problems or reactions and then again received hylan g-f 20, sodium hyaluronate in (B)(6) 2018 after which she had pain swelling in right knee which resolved on unknown date. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular lateral injection in bent knee at the dose of 2 ml (lot - 7rsp018, september 2020) for grade iii osteoarthritis of right knee. On the same, day patient experienced mild pain and swelling of the right knee and difficulty walking. Patient reported that the reaction was worse than previously experienced in (B)(6) 2018. It was reported that the events had improved but not resolved completely before receiving another injection on (B)(6) 2018. The physician delayed the second injection by 1 week due to ongoing pain and swelling. Following the second injection of(B)(6) 2018 the patient experienced a worse reaction then previously with pain and swelling of the right knee and difficulty walking which had not resolved at the time of this report. The physician recommended that the patient to not received the third injection of synvisc. The patient was treated with ice, rest, elevation and paracetamol (tylenol) or ibuprofen. Patient was treated with methylprednisolone acetate (depomedrol) injection for all the events. It was considered by reporter that hylan g-f 20, sodium hyaluronate contributed to the adverse events and the events were not related to pre-existing condition. On (B)(6) 2018, patient recovered from all the events. Final diagnosis was swelling of the right knee, pain in the right knee and difficulty walking. Action taken: drug withdrawn. Corrective treatment: ice, rest, elevation and paracetamol or ibuprofen, methylprednisolone acetate for all events. Outcome: recovered for all events. Seriousness criteria: intervention required for all events. Reporter causality: related for all events. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number; unknown, global ptc number: (B)(4). The production and quality control documentation for lot: 7rsp018 expiration date (09/2020) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot and batch record review & lot and frequency analysis for lot: 7rsp018 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 18-dec-18, there are 6 complaints on file for lot: 7rsp018 and all related sublots. 3 complaints are on file for lot: 7rsp018: (1) detached plunger rod, (1) leaky syringe and (1) adverse event report. 3 complaints are on file for lot: 7rsp018a: (1) leaky syringe, (1) detached plunger rod and (1) adverse event report. Sanofi would continue to monitor complaints as stated in (B)(4) product complaint handling to determine if a CAPA was required. Additional information received on 10-dec-2018. The batch/lot number was updated. Clinical course was updated and text amended accordingly. Additional information received on 18-dec-2018. Results for gptc number was updated. Text amended accordingly. Additional information was received on 28-dec-2018 from doctor and the case became medically confirmed. Outcome of all events was updated from not recovered to recovered. Corrective treatment was updated for all events. Seriousness criteria was added. Clinical course updated. Text amended accordingly.